Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the image is not output due to a failure of the patient board set (ap/dr) board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was confirmed due to a worn-out video connector latch causing poor connection with pigtails. Additionally, an old version of the software was identified.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii video system center loose connector connection (including output connector/ video connector/ and so on). The customer requested a full evaluation. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: no image with 180 scopes due to faulty patient board set. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.